Event description:
The manufacturer received information alleging a ventilator displayed "service required" and "active exhalation valve failed" alarms. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device¿s system board and proportional valve were replaced to address the issues.